Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: it was reported by customer that the drip chamber was observed to be collapsing inward on itself and volume leftover at end of infusion

Manufacturer narrative:
It was reported by customer that the drip chamber was observed to be collapsing inward on itself and volume leftover at end of infusion. One photo was submitted for quality evaluation. The photo provided shows that the infusion bag was not fully emptied, however, the photo provided does not show the reported collapsed drip chamber. The customer complaint of a flow issue was confirmed based on the infusion bag not fully emptied but the drip chamber damaged was not confirmed. A root cause for the reported issues could not be determined because a physical sample was not provided. A complete complaint history check was not performed as the lot number is "unknown" for this complaint. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.